Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was unknown. The customer stated their alarm was resolved by a complete infusion set change. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.